Event description:
Account alleges the bed is going into trendelenburg.

Manufacturer narrative:
Account reset the positioning cam on the head hi/low limit and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.